Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd tube sst plh 13x100 5.0 plbl gold br an unknown liquid foreign matter was in cap and tube. The following information was provided by the initial reporter, translated from portuguese to english: we recently had one occurrence at the time of collection. Patient being a child, it was necessary to open the tube and at the moment it was opened, an unknown substance oozed from the cap, leaving the tube axed. The tube has not been previously manipulated. This is the first time we have received this type of complaint. Storage is done vertically in the packaging in which we receive it storage location is at adequate temperature.

Event description:
It was reported that prior to use with bd tube sst plh 13x100 5.0 plbl gold br an unknown liquid foreign matter was in cap and tube. The following information was provided by the initial reporter, translated from portuguese to english: we recently had one occurrence at the time of collection. Patient being a child, it was necessary to open the tube and at the moment it was opened, an unknown substance oozed from the cap, leaving the tube axed. The tube has not been previously manipulated. This is the first time we have received this type of complaint. Storage is done vertically in the packaging in which we receive it. Storage location is at adequate temperature.

Manufacturer narrative:
The following fields have been updated with additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 6-mar-2023. H6: investigation summary: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Additionally, the customer samples along with retention samples from bd inventory, were visually inspected: 200 retention samples were visually evaluated and no defects were found with the retain product. The 2 customer samples were evaluated and fm was observed. The foreign matter observed was identified as gel with dirt that leaks from the gel dispenser equipment. The device history records (DHR) were reviewed and identified the cause of the problem. A maintenance occurrence related to the incident was found. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for fm based on the photos, return samples , and DHR review. The cause was traced to a manufacturing issue. Photos were shared with manufacturing personnel to increase awareness of this defect. No trend was identified and therefore no further action will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.